Manufacturer narrative:
Corrected information a1,b5,h6 : it was reported that a spectrum infusion pump had 10% flow rate error during flow rate accuracy testing. There was no patient involvement. No additional information is available. F10/h6: health effect - impact codes is updated to f27. A1: patient identifier none. H10: the device was received for evaluation. During functional testing, the reported problem of 10% flow rate error was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had 10% flow rate error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.